Event description:
It was reported that pump battery did not charge. There was no reported adverse impact to the customer¿s blood glucose level. Customer used different charging cable, after which pump began charging, received counseling about using only recommended charging supplies, and was sent replacement tandem charging cable, and no further assistance was required.